Event description:
It was reported a revision knee surgery was performed for unspecified reasons.

Event description:
It was reported the revision was performed due to dislocation.

Manufacturer narrative:
Please review attached file for the investigation. (B)(4).